Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
This pi is for the robot. As reported in (B)(4): it was reported that patient's knee was revised due to loosening after patient complaint of pain. Update (B)(6) 2018 spoke to rep. The femoral component was slightly loose. The tibial component and spacer were well-fixed ad well-positioned. Rep provided primary and revision implant sheets and reported that x-rays, medical records, and further information are not available due to hospital policy.

Manufacturer narrative:
Reported event: an event regarding a revision involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: -device history review: not performed as the device being inspected is software. Rio serial number not reported. -complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding a revision from a partial knee procedure to a total knee procedure due to pain. There were 10 other reported events ( pr 1623865, pr 1623940, pr1638056, pr1691636, pr1728493, pr1893969, pr1915354, pr1915371, pr1928578, and pr1921712). Conclusion: no investigation was conducted due to further infomration not being available because of hospital policy.

Event description:
This pi is for the robot. As reported in pi 1940347: it was reported that patient's knee was revised due to loosening after patient complaint of pain. Update 12/november/2018 spoke to rep. The femoral component was slightly loose. The tibial component and spacer were well-fixed ad well-positioned. Rep provided primary and revision implant sheets and reported that x-rays, medical records, and further information are not available due to hospital policy.